Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power but failed to power on using battery power. The unit was able to engage in monitoring and alarmed audibly and visually under alarm conditions. Internal examination identified the battery as not standard and not recommended for use in the unit, the battery was determined to be incapable of operating the device. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that these devices once powered on, will only last about 1 hour before battery is dead. The customer additionally reported that the devices do not provide a low-battery alarm prior to shut down. No patient impact or consequences were reported.